Event description:
It was reported that during a proximal to distal left circumflex coronary artery stenting procedure, the mini trek rx balloon ruptured during the first inflation at 6 atmospheres (atm) in the heavily tortuous, heavily calcified 99% stenosed lesion. Another non-abbott device was used to dilate the lesion. There was no adverse patient effects or clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sionblue, fielderfc; guide cath: launcher 2.5-24. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.